Event description:
The customer called to report that insulin leaked from the reservoir into the insulin pump's reservoir compartment. The customer stated that he experienced high blood glucose levels due to the leak. The reported blood glucose reading at the time of the call was 160 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.